Manufacturer narrative:
Findings: insulin pump had blank display. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to blank display. Pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 496 mg/dl. The customer stated the insulin pump had a blank display. The customer treated with manual injection. Customer's blood glucose value was 287 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed for blank display. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The product will be returned for analysis.